Manufacturer narrative:
Customer event "doctor and patient shocked" was confirmed based on device evaluation. The device was overdue for a pm. Examination of the returned used device item 60-2450-120 found that the contact output did not make contact to the output panel. Additionally, the front cover was broken or cracked and discolored. The service history was reviewed and found the service request related to this complaint. A DHR review will not be done as the product is over 2 years old. (B)(4). Per the instructions for use, the user is advised the following: while system2450 has been designed and manufactured to high industry standards, it is recommended that periodic inspection and performance testing be performed by a hospital qualified biomedical technician using techniques described in the conmed system 2450 service manual (catalog number 60-2454-eng) to ensure safe and effective operation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-2450-120 was being used during a mohs procedure on (B)(6) 2021 when it was reported "dr and patient felt a shock by this unit; no injuries,used another unit to continue procedure." During further assessment questioning, it was found that the electro cautery unit (esu) was last used thursday, (B)(6) and no issues reported. The patient was laying down and the dr. Was standing over patient. There were no mats in the room. No alarms were noticed , and the esu was seen to be in normal condition. The esu was plugged into a wall outlet and the conmed power cord was being used at the time of the event. Conmed cautery pencil item # 10906 was used the entire procedure. When asked for further clarification the reporter responded "perhaps the grounding site location too far? However our normal process is to place on opposite side from surgery. We normally not use the trunk unless patient arm does not have enough muscle/too small." A delay was reported of just enough to remove and replace unit in room. The procedure was completed with an alternate device. There was no report of injury, medical intervention or hospitalization for the patient or doctor. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.